Event description:
Information was received from a manufacturing representative via healthcare provider regarding a patient. It was reported that the patient had their device explanted on (B)(6) 2017. They noted that the patient stated they had ineffective pain relief. The patient has a record of only 2 reprogramming sessions since they were implanted. They were non-compliant in contacting the manufacturing representative when they had ineffective therapy. The patient refused further programming, and was adamant about a device explant. The issue was resolved at the time of the report. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.